Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, pvl leading to hemolytic anemia was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, patient had annular area of about 360 mm2, which falls within the recommendation range for thv size 23mm per IFU (338-430 mm2). However, thv size 20mm was implanted in this case. Undersized thv may have compromised the seal provided by the skirt between the valve and target site, leading to pvl as reported. As such, available information suggests that procedural factors (undersized thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An existing product risk assessment (pra) applies to this event. The pra documents paravalvular leak resulting in hemolytic anemia, which did occur during this event. No further action is required. The prior investigation of paravalvular leak with hemolytic anemia and did not show any evidence that an edwards defect contributed to the reported event and no labeling deficiencies were identified; therefore, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences japanese associate, a balloon aortic valvuloplasty (bav) was performed approximately 7 months following a transfemoral transcatheter aortic valve replacement (tavr) with a 20 mm sapien 3 ultra resilia (s3ur) valve, due to increased paravalvular leakage (pvl) that reportedly led to hemolytic anemia. The doctor believe the increased pvl may have been caused by recoil. During tavr, the valve was deployed with nominal volume and landed 80:20-90:10 aortic/ventricular position. After the valve deployment, trivial pvl was observed, but the operation was completed without performing a post-dilation. On postoperative day (pod) 31, blood test revealed increased ldh (770 u/l), and mild pvl was also observed with no subjective symptoms. On pod 66, mild-moderate pvl was observed. The patient was put under observation without performing medication or bav. Ldh had been on a declining trend, but approximately 3 months post-procedure, an increase of ldh was observed again. The patient then received bav 6 months post-procedure. Prior to the bav, the level of the pvl was mild to moderate and post-bav, the pvl still remained; however, the area was smaller and the size of the jet was reduced to about half of the amount seen prior to the bav. After the bav, ldh decreased, hemolytic anemia improved, and the patient was discharged.